Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: contralateral "ruptured device."

Event description:
Healthcare provider reported a right side exchange with no complaint against the device. Additionally healthcare provider reported capsular contracture baker grade unknown later confirmed as a baker grade iii-IV. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to spec and crease flat no other observation observed. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare provider reported capsular contracture baker grade iii-IV. The device has been explanted and replaced.